Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient said "been having a lot of pain throughout my left side and back area and I have a stimulator in there and my doctor wants to do an MRI and to make sure the unit till accept the MRI". The patient said this pain started about a month ago and confirmed it started in january. The patient said that the healthcare provider (hcp) has documented it as flu symptoms and the doctor's assistant sent the patient to the hospital and they did an x-ray and all those results didn't show any cold or flu symptoms so they have narrowed it down to maybe something is interfering with the stimulator. No further complications were reported. No additional patient symptoms were reported.